Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported), however the issue could not be resolved. The device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
The device was explanted on (B)(6) 2014. This report is filed june 6, 2014.